Event description:
It was reported that (2) devices were used during a video assisted wedge resection. It was reported by the affiliate that the tsb45 instruments cut, but the staples did not form. Another instrument was used to complete ths case. There was no consequence to the patient.